Event description:
There was stent misalignment present when device was withdrawn from the body during a percutaneous transluminal angioplasty. The intended procedure was pta of the renal artery. It was reported that the stent delivery system (sds) crossed the target lesion but when the physician noticed the stent was larger than desired, he decided to withdrwa it and use another. Upon removal of the sds he noted that the stent was misaligned. No anomalies were noted during inspectikon prior to use. The device was prepped according to the instructions for use (IFU). No resistance was encountered during advancement of the sds. The sds was withdrawn through the guiding catheter. No vessel/lesion characteristics or additional procedural information was provided. This product will not be returned for evaluation and testing.